Manufacturer narrative:
Production batch history records for applicator pn 930815 lot number 0328842 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Follow up emdr (B)(4).

Event description:
Material no.: 930815 batch no.: 0328842. It was reported by the distributor that there was a hair. Per report: hair.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that there was a hair.